Manufacturer narrative:
The field service engineer (fse) found that a nozzle spacer and a sample probe seal were missing and a sample probe slider was worn. The nozzle spacer was reinstalled, the sample probe seal and sample probe slider were replaced, the rinse tubing positioning was adjusted, and rinse volumes were adjusted. Mechanical checks, calibration, and qc were all performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable alb2 albumin gen.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. On (B)(6) 2022, the initial alb2 result was 0.92 g/dl. The result was reported outside of the laboratory. The customer questioned the result as it did not match the delta check from the patient's previous result and repeated the sample. On (B)(6) 2022, the sample was repeated and the result was 4.49 g/dl. The repeat result was deemed correct. The reagent lot number and expiration date were requested but not provided.